Event description:
Allegedly during the treatment of the pt for a total hip arthroplasty, the pt's boot was not secured with the thumbscrew to the traction mount. During surgery, when the leg was rotated, the blood came out of the traction mount, the leg struck the ground and or leg spar and the pt fractured her femur in multiple places. The biomed technician, (B)(4), has suggested it appears to be user error that caused the pt injury and not an equipment malfunction. However, he would like to talk with mfg/engineering about using a positive locking system to secure the blood to the traction mount to prevent the possibility of user error like this in the future. It is unk the customer's serial number as they own multiple tables.